Event description:
It was reported that the patient experienced possible withdrawal symptoms from lyrica and baclofen with hospitalization. The onset date was not known. This device system delivered lioresal. Additional information was requested to clarify event details, model/serials/lot numbers, patient symptoms, potential causes, troubleshooting/interventions, resolution and patient outcome. However, it was reported at this time no further information was available. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
(B)(4).